Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26632. The manufacturer is unable to determine which lead had migrated so both leads are reported. It was reported the patient was receiving stimulation down the base of his legs and he was intended to receive stimulation only in his back. An x-ray was taken and confirmed the right lead had migrated. Surgical intervention may be planned to address this issue.